Event description:
Emergency alert- second product incident with oxygen device in our nursing home!!! This reporter submitted a first incident FDA medwatch report online nov 2 and addendum nov 7, 2007. Reporter rec'd email confirmation nov 7 from FDA medwatch. Second incident whereby portable oxygen cannister-stroller portable model liquid oxygen container; MFR is caire inc.//chart industries. Today, second incident involving use of this product - exact model and type as one noted nov 1/nov 7, 2007 report to FDA!!. Product started to ice up oxygen tubing while being used to give oxygen to nursing home pt. Staff immediately observed danger to patient and immediately terminated use of device. Concern is significant safety risk for nursing home patients in using this device; and lack of follow thru by supplier and distributer americas best/lincare co.; and no response to date by MFR caire inc, of marietta georgia, owned by chart industries of burnsville, mn.